Manufacturer narrative:
One device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that a syringe in the kit was found to have particulate in the fluid path after aspirating saline from a bowl. This was discovered while preparing the kit for use. The syringe was not used on a patient. No patient harm or injury was reported.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected with and without magnification. No contamination was found in the device or packaging. The complaint is unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.